Event description:
The customer reported that following ptca/stent catheterization procedure in january 2001, an attempt was made to deploy a vasoseal es. During the deployment procedure, the operator was holding the locator and advancing the sheath and felt a lack of resistance. The locator's j segment was retracted and then deployed again in an attempt to relocate the arteriotomy. Still no resistance was felt and the locator was removed and inspected. The j segment was missing. The physician's progress report stated "vasoseal wire in soft tissue, and pulses noted and pt to be observed clinically". Following the incident the pt had good distal pulses and a warm foot. No further complications were reported.